Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the "l" bracket of the wheel lock has cracked in half.